Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a lead screw test was completed an passed. Suggested customer call md to discuss possible causes of low bgs.